Manufacturer narrative:
Ous MDR - in the shipped state, the lead was destroyed and consisted of two lead fragments. The lead had been cut 12 cm distal of the connector pin, probably with a scalpel. During the analysis, fraying of the insulation of the lead body was noted about 59 cm distal and 61 cm of the connector pin. These damages can be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. X-ray images or diagnostic images of any other kind to characterize the positional relationships of the implanted system in the body were not available for analysis. The cuts in the insulation are probably a result of the explantation process. There were no indications of manufacturing errors or material defects found.

Event description:
Ous MDR - after an implantation time of about 33 months, oversensing was reported. No deterioration of the patient's state of health was reported. The lead was explanted.